Event description:
It was reported that during a procedure, the clips would not release. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 10/30/2008. Evaluation summary: the analysis results found that the device was received with the introducer tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.